Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump would not rewind. The customer¿s blood glucose level was unknown. The insulin pump alarmed no delivery and low battery alert after 3 days of replacing battery. The customer declined troubleshooting. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed all functional testing including the displacement, operating current test, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No rewind anomaly, no charge/battery lasts less than expected anomaly and no delivery/occlusion alarm during test noted.